Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device failure was caused due to a faulty patient board. There was a confirmed problem with the port on the processor and a damaged video connector. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an image was not produced and a problem with the "port" was identified. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.